Event description:
It was reported that during a laparoscopic-assisted vaginal hysterectomy procedure, the balloon was burst before use in the patient, when less than 10cc was injected through a 10cc syringe. No pieces fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the a "knick/scratch" in the balloon likely caused by contact with a sharp instrument resulted in it's failure. The balloon can be easily compromised if it comes in contact with a sharp object. The device had blood in the infusion tube and on the drive shaft, indicating that it had been used. The batch history records were reviewed with no anomalies noted.